Manufacturer narrative:
Some information for this report had not been provided at this filing. If the information is provided at a later date, a supplemental filing will be sent. Based on availability of a lot number a device history record review was conducted; the review indicates that product met all release specifications. The event description does not suggest that the functional performance of the device was out of specification, but indicates a possible sensitivity reaction. A small percentage of the population may have hypersensitivity to the adhesive or its derivatives. Typically these reactions occur immediately after application. Without sensitivity testing on these materials, it is not possible to determine if the reaction was due to the adhesive or other factors. The package insert informs the user that reactions may occur in patients who are hypersensitive to cyanoacrylate or formaldehyde. Reactions in these patients are typically limited to redness and/or inflammation that resolves without further treatment once the adhesive has been removed.

Event description:
In 2007, the patient had a laparoscopic adrenalectomy, dermabond topical skin adhesive was applied to four trocar holes to close incisions. Two days after, the patient reported an itch. Two weeks later, the patient visited a dermatologist who picked off a scab and found pus underneath. The doctor cultivated the sample, but there was no infection present. A drug was prescribed, but after a week the patient had showed no improvement in symptoms. According to the report, the patient was then prescribed a strong drug. As of the following month, attempts to obtain additional information regarding the type of drug prescribed have been unsuccessful.